Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer was feeling tired. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there was one air bubble in reservoir and it was purged out. Customer declined further troubleshooting, stating that it had been done already. Customer was advised to monitor insulin pump and to call should issue persist.